Event description:
Procedure type: laparoscopic appendectomy. According to the reporter, the device did staple and cut correctly but it was not possible to open it. The surgery had to be converted in an open one in order to remove the loading unit with the piece. There was no blood loss but there was tissue loss. Operative time was delayed 45 minutes.

Manufacturer narrative:
(B)(4).